Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s7-3t transducer with limited articulation. The procedure in progress was completed successfully using a different transducer and there was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Manufacturer narrative:
The transducer was evaluated by the vendor who determined the rotation cables were out of adjustment which caused the poor articulation.